Event description:
Product returned to manufacturer for analysis with report of "pump appeared to be intermittently stalling - dye studies & visual inspection showed catheter to be functioning normally". Unable to determine cause of system malfunction. Follow up with hcp revealed pt presented in "severe classic narcotic withdrawal - was very sick". Pt was hospitalized for "about a week". The catheter was checked for kinks and the "short roller study" conducted and not conclusive for a stall. Decision to replace the pump was made due to clinical severity of the pt's illness. Pt is doing well and receiving good pain control with new pump.